Manufacturer narrative:
Unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/2.0/101 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022, the lens was removed due to excessive vault. On (B)(6) 2022, a shorter length lens was implanted and the problem was resolved. The cause is reported as unknown.